Event description:
Detector 2 fell in service mode. While troubleshooting detector 2 free fell about 90 degrees; detector 2 was not properly locked. The operators' manual states that the pt should not be on the table during operation of the ring locks. There were no injuries to users, pts, or other personnel.